Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced auto-reduction diagnostics indicated multiple invalid lead impedances. X-rays did not reveal any anomalies. As per sjm representative, the patient continues to lose stimulation due to invalid impedances. The patient will consult the surgeon to address issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient will have his scs system removed. Additional follow-up identified the patient's scs system was removed.